Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer mentioned that the sensor was reading low when his blood glucose readings were actually very high. Customer also received a button error alarm on the insulin pump and stated that the act button was working intermittently. Customer stated that he takes the insulin pump underwater and surfs. Customer's blood glucose reading at the time of the call was 466 mg/dl and has treated. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.